Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that the pump is not charging fully. The user requested a replacement ilet.